Manufacturer narrative:
(B)(4). Vyaire medical was able to verify the customer's reported issue during testing and investigation. The ventilator was powered on with a known good ac adapter connected. The ventilator was powered on and boot up with no issues. The service technician then performed a button test and noticed the led display would black out. Further testing also revealed that when pressed along the center of the right side of the led display, the display would also black out. Vyaire medical installed a known good led display onto the ventilator and the issue was resolve.

Event description:
It was reported to vyaire medical that when the buttons on the membrane panel are pressed, the screen blanks out. There was no report of any patient involvement associated with this reported event.